Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 2. Details of surgery: sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.